Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022 due tip foldover, performance decrement and poor sound quality. The patient was reimplanted with another cochlear device during the same surgery.